Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Patient reported no complaint against right side prior to physician reporting a "deflation". Physician later reported "grossly ruptured implant with silicone gel". The device has been explanted.

Manufacturer narrative:
Correction to aware date for initial medwatch is: 08/jun/2022. Correct reason for reoperation: contralateral side "rupture". A device history record is not available due to insufficient device data. Device evaluation: visual analysis of the returned device identified two curved opening, craters, dark ring and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified four openings crease smooth, wear abrasion, one opening striated and stress marks. Based on the device analysis the final assessment is: four openings crease smooth in the side posterior, radius and anterior assessed as fold flaw opening, and one opening striated in the side posterior assessed as surgical damage.